Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11766 and 2134265-2017-11767. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback button was not working so the physician tried restarting the ilab. After restarting the ilab, the imaging pc was freezing up and all buttons could not be pressed. Thus, automatic pullback failed. No patient complications were reported.